Event description:
Treatment of a wide neck aneurysm with onyx. It was reported post onyx embolization treatment, while removing the balloon catheter, the onyx mass seems shifted. Later in recovery, the patient became aphasic with left side paralysis. Further angiogram showed that onyx completely dislodged causing the ica blockage. Several attempts to remove the onyx mass with multiple retrieval devices but without success. The patient condition was reported as "injury, complete left side ica terminus occlusion resulting in aphasia and left side paralysis".

Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event. (B)(4).